Manufacturer narrative:
Additional information was received that the patient had been unsatisfied with the stimulation and high impedances were observed so the physician suspected lead splitter fracture prior to the replacement procedure.

Event description:
A report was received that the patient underwent a lead splitter replacement due to suspected damage of one of the lead splitters.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3400-30, serial: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a lead splitter replacement due to suspected damage of one of the lead splitters.